Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), salpingitis ('tube inflamed') and rheumatoid arthritis ('new ra') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine enlargement ("uterus enlarged"), salpingitis (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), headache ("headache"), feeling abnormal ("brain fog") and rheumatoid arthritis (seriousness criterion medically significant). The patient was treated with surgery (surgury to remove essure). Essure was removed. At the time of the report, the pelvic pain had resolved and the uterine enlargement, salpingitis, fatigue, headache, feeling abnormal and rheumatoid arthritis outcome was unknown. The reporter considered fatigue, feeling abnormal, headache, pelvic pain, rheumatoid arthritis, salpingitis and uterine enlargement to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain female'), salpingitis ('tube inflamed') and rheumatoid arthritis ('new ra') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine enlargement ("uterus enlarged"), salpingitis (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), headache ("headache"), feeling abnormal ("brain fog") and rheumatoid arthritis (seriousness criterion medically significant). The patient was treated with surgery (surgery to remove essure). Essure was removed. At the time of the report, the pelvic pain had resolved and the uterine enlargement, salpingitis, fatigue, headache, feeling abnormal and rheumatoid arthritis outcome was unknown. The reporter considered fatigue, feeling abnormal, headache, pelvic pain, rheumatoid arthritis, salpingitis and uterine enlargement to be related to essure. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.